Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The reported issue could be reproduced by the user after the end of the procedure. After switching the unit with another no problem occurred. A replacement unit was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the sweep rate could not be changed on a s5 gas blender system during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site for investigation. It was found to be working according to specifications and no deviations could be identified. It cannot be ruled out that the root cause of the reported event is a not device related (i.e.set gas value combination was not within the limits of operation of the gas blender, reported in its instruction for use).

Event description:
See initial report.